Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the j704 connector was broken off the distribution node pca and the cable connecting ECG "c" and ECG "d" was pulled from strain relief damaging wires in the cable. The root cause for the damaged connector and strained cable was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.